Event description:
Subsequent to the initially filed report, the following information was received: it was noted that the proximal shaft of the 2.50 x 12 mm nc trek rx balloon dilatation catheter (bdc) was slightly bent [kinked] prior to insertion into an unspecified 6f guiding catheter. On advancement through the guiding catheter with no reported resistance, the proximal shaft separated at the location of the kink and all the devices were removed as a single unit. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Patient codes: 2199 labeled na. Device codes: 2017 labeled 2889 labeled. Internal file number: (B)(4). Correction: patient code 2645 was removed. Device code 2017- use after damage. Evaluation summary: visual inspection was performed on the returned device. The reported separation and the kink were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. In this case, it is likely that the attempt to advance the kinked cdc into an unspecified 6f guiding catheter contributed to the shaft separating. The investigation determined the reported kink appears to be related to operational context; however, the shaft separation appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on removal of a 2.50 x 12 mm nc trek rx balloon dilatation catheter (bdc) from the dispenser hoop with no resistance, the shaft of the bdc was noted to be separated. The bdc was not used and there was no patient involvement. An unspecified bdc was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.